Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawer and cubie was not detected on bus. A field service engineer (fse) performed initial troubleshooting and identified drawer 3 communication failure despite proper power and intact cabling, isolating the issue to a faulty enhanced half height controller board. The controller board was replaced, all associated cables were reconnected and verified, and the system was reassembled and powered on. Post-repair, hta confirmed the drawer was detected and communicating properly, functional open/close tests passed, and storage space recovery was completed. Drawer 3 was restored to normal operation with no further faults observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawer and cubie was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.